Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a thread/suture that was tied to the branch of a3 (a blood vessel) was mistakenly pulled during the process of lifting the thread on the bronchus. As a result, the blood vessel came off and bleeding ensued. The surgical staff determined that it would be too difficult to control the bleeding using the da vinci surgical system. Therefore, the surgeon made the decision to control the bleeding through video assisted thoracic surgery (vats). After sutures were placed, the robot was re-docked to the patient and the mediastinal lymph node dissection was completed. On 07-may-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video; however, the video was not available for isi to review. The surgeon intended on lifting the thread on the bronchus. The instrument that was used to lift the thread on the bronchus is unknown. In regards to the following surgeon comment, ¿I got used to the operation and got little lazy, the cause was that the field of view was distant,¿ it was clarified that the cause of the bleeding was "an operation error due to insufficient confirmation." The surgeon and site do not believe the da vinci surgical system caused or contributed to the intra-operative complication. There was no allegation that a malfunction of the unidentified instrument or an instrument arm occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication was most likely an operation error due to insufficient confirmation as stated by the surgeon. The specific instrument(s) involved with the event, is unknown. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted and revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video was provided for review. This complaint is being reported due to the following: during a da vinci-assisted pulmonary lobectomy procedure, a thread/suture that was tied to the branch of a3 (a blood vessel) was mistakenly pulled during the process of lifting the thread on the bronchus. As a result, the blood vessel came off and bleeding ensued. The surgical staff determined that it would be too difficult to control the bleeding using the da vinci surgical system. Therefore, the surgeon made the decision to control the bleeding through video assisted thoracic surgery (vats). It was unknown if there was excessive blood loss, what the estimated blood loss was, and/or if a blood transfusion was required. After sutures were placed, the robot was re-docked to the patient and the mediastinal lymph node dissection was completed. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.